Event description:
A customer contacted beckman coulter inc. (Bci) to report the modular chemistry sample probe wash was malfunctioning and leaking liquid. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) found crimped tubing on flow cell causing fluid leak. Fse changed tubing and cleaned the ise module. Fse checked sample system, ran cal and qc. This issue has been resolved.